Manufacturer narrative:
The device was evaluated and the alledged failure could not be duplicated, the device was tested per tm-084. Manufacturing batch record review found no discrepancies with lot # lp851. Trend analysis found no other complaints associated with lot # lp851. At this time jjpi considers this file closed.